Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 550 mg/dl. Customer also stated that he they experienced a low blood glucose and the value of low blood glucose was 58 mg/dl. The customer also had blood glucose level of 166 mg/dl. The sensor will not be returned for the analysis.